Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an infection noted on the device, resulting in discomfort. During the revision process upon removal of the right atrial lead, lead broke and the patient developed an embolism. The embolism was resolved by the physician. The lead and device was explanted on (B)(6) 2025. No adverse patient consequences were reported.

Event description:
New information received notes the indication for extraction was staphylococcus bacteremia. Information also received notes the extraction of the right atrial (ra) lead was extremely difficult and high risk due to the longevity of the lead. There was difficulty encountered in snaring the ra lead at which time hemodynamic collapse, tachycardia occurred, and a hypoxia code was called. Cardiopulmonary resuscitation (CPR) was initiated. A transesophageal echocardiogram (tee) showed pericardial effusion. Information received suggests the right atrial (ra) lead was not explanted but was left behind with a plan for future removal.

Manufacturer narrative:
Correction: section d6b - date of explant (B)(6) 2025, should be blank as it cannot be confirmed the ra lead was explanted. Correction: section d4 - primary unique device identification (UDI) number corrected to include di number.